Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient thought that the implantable neurostimulator was charging slowly. He was told that if he charged every day, that he would need to charge 1 hour, but it goes past 1 hour. When he lets his stimulator go down to ¿low¿ it will take 3 hours. Consistently, it takes 3 hours to charge his implant. This had been occurring since implant. The patient was redirected to their health care provider to have their recharging statistics assessed to determine if their recharging sessions fall into the typical parameters and to assess the implantable neurostimulator. There were no patient symptoms or complications reported.